Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated ¿when using the tube in a vacuum system, the volume of blood aspirated completely fills the tube exceeding 2.7ml. Additional information: the occurrence was observed by different technicians on different days, the problem seems to be related to the vacuum collection, tubes were not exposed to extreme heat.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated ¿when using the tube in a vacuum system, the volume of blood aspirated completely fills the tube exceeding 2.7ml. Additional information: the occurrence was observed by different technicians on different days, the problem seems to be related to the vacuum collection, tubes were not exposed to extreme heat.